Event description:
Initially a customer contacted baxter technical services (bts) regarding bypass assistance during the initial drain of peritoneal dialysis (pd) therapy while using the homechoice machine(hc). During the conversation, the technical service representative (tsr) asked the nurse if the home patient (hp) has any fibrin. The nurse stated no, but the hp did have an infection from being constipated. On (B)(4) 2011 baxter product surveillance followed up with the nurse regarding the reported issues. The nurse stated that the home patient has fully recovered from the infection and is currently performing therapy without any further complications. No further information was provided at the time of the call. On (B)(4) 2011 baxter global pharmacovigilance (gpv) followed up with the peritoneal dialysis nurse (pdn) and received the following additional information. The pdn stated that on an unreported date, the patient began treatment with continuous ambulatory peritoneal dialysis (capd) using local (pd4) ultrabag (dose and frequencies not reported). Information on the patient's treatment with the homechoice was not provided. On (B)(6) 2011, the hp was diagnosed with bacterial peritonitis and was not hospitalized. There was no exit site or tunnel infection associated with the peritonitis. The patient received remedial treatment with vancomycin (dose and route not reported) and cipro(ciprofloxacin), dose and route not reported. The pdn stated that the cause of the peritonitis was due to an unspecified break in aseptic technique and that the patient was re-trained in proper procedures of aseptic technique. The pdn clarified that the patient's condition was ongoing and improved. The pdn declined to provide any information on the patient's medical history and concomitant medications. The pdn stated that the cause of the peritonitis was due to a break in aseptic technique and unrelated to a baxter solution or device. The pdn declined further contact regarding this incident.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is confirmed because the nurse reported that there was a break in aseptic technique. The root cause of the use error that led to the peritonitis was undetermined. A batch review was performed for potentially associated lot numbers gd886127, gd885293 and gd885301. No defects or deviations were found during the batch reviews that could be associated with the reported problem. A label review was performed and found to be adequate for the reported event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.